Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had some defective reservoirs and when she stuck reservoir into the bottle and when she went to draw insulin it squirted out everywhere this happened with 4-5 reservoirs. Customer also stated that the reservoir had leak at transfer guard. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.